Manufacturer narrative:
Age at time of event: 81 years old at the time of study enrollment.

Event description:
(B)(6) clinical study it was reported there was stent fracture identified 60 months post-implant . The subject was enrolled in the imperial study on (B)(6) 2016 and the index procedure was performed on the same day. Target lesion classified as a tasc ii lesion was located in right distal superficial femoral artery (sfa) with 90% stenosis. The lesion was 65 mm long with a proximal and distal reference vessel diameter of 5 mm. The target lesion was treated with pre-dilatation and placement of a 6 mm x 80 mm eluvia study stent. Following post dilation residual stenosis was 30%. On (B)(6) 2016, the subject was discharged on dual antiplatelet therapy. On (B)(6) 2021, during study specific 60 months follow up visit, an x-ray was performed which revealed grade ii - multiple tine fracture in the mid portion of the study device. No intervention or adverse event associated with stent fracture was reported.